Event description:
Customer reported being hospitalized due to dka. Prior to hospitalization customer gave a bolus and went to sleep. Customer then woke up extremely sick. Explained to customer the 2 high blood glucose rule again. Customer is concerned that her no delivery alarm is not functioning properly.